Event description:
The tsb 45-3.5 stapler was inserted into the abdomen and placed on the stomach to create the gastric pouch. The stapler was fired twice without incident. Upon the third firing, the staple line failed. The failed staple line was then over sewn with a 2-0 polysorb.